Manufacturer narrative:
(B)(4). Patient information requested ad all available information is included in sections a and b. This report was filed by the manufacturer. The device and event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a pcu "shut down by itself" during a midazolam infusion on a very ill, ventilated patient resulting in the patient beginning to awaken. Details are as follows: the nurse used "delay" to stop infusing module during administration of an IV push medication. Shortly afterward "the pcu displayed some writing and then the screen went dark", presumed to mean the pcu displayed a message and subsequently turned off. A new set up was obtained and the infusion was re-started. Although requested, no additional information was provided.